Event description:
The patient was admitted for an elective coronary angiogram. The target lesion was the proximal left circumflex. The vessel was isr (bms)(product unkown), bifurcated, concentric, ostial and tubular. The lesion was not calcified or tortuous. There was 70% stenosis. Aha/acc classification of the vessel was a type b2. The diameter of the vessel was 2.88mm and length wa 8.14mm. Femoral approach was chosen for the procedure. A cypher stent (2.5/18mm) was implanted at 20atm for 16-30 seconds by direct stenting. Post-dilation was not conducted. Ivus was conducted. Timi flow before and after the procedure was 3. The residual % of stenosis was 21%. Three months following the index procedure, the patient complained of chest uneasiness during exercise. Therefore, a follow up coronary angiogram was conducted and a de novo leson was observed at the obtuse marginal. There was 90% stenosis. Considering the patient's age and the area of the lesion. Pci was not conducted. Instead, diltiazem hydrochloride 100mg/day and isosorbide dinitrate 1 sheet/day were administered. The chest uneasiness disappeared. The cause of the uneasiness was not related to the cypher stent. Seven months following the index procedure, the patient complained of chest pain during exercise. A coronary angiogram was conducted. Focal restenosis was observed inside the implanted cypher stent at the proximal left circumflex. There was 77% stenosis. Timi flow before the procedure was 3. To treat the restenosis, poba was conducted with a balloon (2.75/15mm) at 22atm. Ivus was not conducted. The residual % of stenosis wa 0%. Considering the risk to the patient because the lesion was a bifurcated lesion at the left main trunk and the left circumflex, future pci treatment was considered risky and so CABG was scheduled at a different hospital. Three weeks after the last coronary angiogram, CABG was conducted at the lita-1st diagonal branch, rita-distal of the lad and svg-om-pl. Eight months following the index procedure, coronary angiogram was conducte and good flow was observed at the grafts. The patient was in stable condition.